Event description:
The maverick2 monorail 20/2.0 mm balloon was being used to predilate the lesion for placement of a medtronic driver stent. The pt was asymptomatic during this event. The maverick2 monorail 20/2.0 balloon was removed and replaced with another maverick2 monorail 20/2.0 balloon to successfully complete the lesion predilatation. The procedure was successfully completed.

Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 20/2.0 mm balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified, 99% stenotic lesion in the proximal lad coronary artery. The physician used a terumo introducer sheath for vascular access and a terumo guidewire and terumo guide catheter to cross the lesion. No pt injuries or complications were reported. Pt status is reported as 'good'.